Event description:
It was reported that during an endoscopic procedure, the fiber was used for thirty minutes, and the patient experienced a fever after the procedure and before discharge. There was an initial follow up visit on (B)(6) 2025 and no subsequent follow up visits. There was no relationship reported between the fever and the device itself.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic procedure, the fiber was used for thirty minutes, and the patient experienced a fever after the procedure and before discharge. There was an initial follow up visit on (B)(6) 2025 and no subsequent follow up visits. There was no relationship reported between the fever and the device itself.